Event description:
On (B) (6) 2010, the patient was treated with two gore tag thoracic endoprosthesis to repair a descending thoracic aortic aneurysm. A CT on (B) (6) 2010 showed a dissection from the distal end of the device down to the level of the celiac artery. The physician is controlling the patients blood pressure with medication and monitoring the dissection with no further treatment planned.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Images were not sent to gore for analysis. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device involved in this event.